Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the sonosurg curved scissors center of the tissue pad at the tip was bent, rendering it unusable. The issue occurred during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: h2, h3, h6. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. The event can be prevented by following the instructions for use which state: "do not drop the instrument. If excessive force is applied to the grasping section or the probe tip, the handle could be damaged and the probe cannot be opened or closed. If the handle gets damaged, do not use it. Even if it can be inserted into the trocar sheath, it could be stuck in the sheath when withdrawing. Do not drop the instrument or apply strong force to it. Even if the instrument appears undamaged, its durability may have been impaired. If the instrument is dropped or subjected to strong force, do not use it, and contact olympus. If any abnormality such as an abnormal sound or smell, abnormal output, malfunctions or abnormal appearance is suspected when using the instrument, stop using it. Replace it with a spare one and contact olympus immediately." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.